Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the 600 mg/dl range and ketones were present. Insulin injections were administered in an attempt to lower the bg. The customer was brought to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The customer was discharged the next day with the high bg and dka resolved. The customer reverted to using insulin injections for insulin therapy. The contact thought that the high bg was due to a kink in the non-tandem infusion set tubing; however, had not observed any actual see any visible issues. As the event had occurred in the past, tandem technical support was unable to troubleshoot to confirm the kink.